Manufacturer narrative:
(B)(4). The product was delivered in compliance with all requirements; there were no identified issues or deviations associated with damage in the product. It was determined that the issue is due to a mishandling of the product by the user. This is considered an isolated event. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.

Event description:
A home patient (hp) contacted baxter (B)(4) to report that the overpouch of their minicap was damaged; it looked like it was wet and then dried. There was not patient involvement as this was discovered before use. The product was not used.